Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was loaded with a broken reload adapter. The instrument firing knobs were retracted, and the articulation lever was in neutral position. It was reported that during the loading of the second stapler, after clipping, and pressing the green safety button, the staple did not deviate approximately 15 degrees. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3e0217) egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3c0376) egia45avm, egia45avm egia 45 artic vasc med sulu (lot#n3h2504y) egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3f0720y) egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3g1300y) egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3f0720y) egia45avm, egia45avm egia 45 artic vasc med sulu (lot#n3h2504y). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic liver resection, the first handle paired with a 45mm was successful. However, during the loading of the second stapler, after clipping, and pressing the green safety button, the staple did not deviate approximately 15 degrees. The surgeon replaced a total of three manual handles, three 60mm reloads and two 45mm reloads, all resulting in the same issue. The surgeon chose not to use the same product for suturing and cutting. No patient injury.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic liver resection, the first handle paired with a 45mm was successful. However, during the loading of the second stapler, after clipping, and pressing the green safety button, the staple would deviate approximately 15 degrees. The surgeon replaced a total of three manual handles, three 60mm reloads and two 45mm reloads, all resulting in the same issue. The surgeon chose not to use the same product for suturing and cutting. No patient injury.